Event description:
It was reported that during final tightening, two denali spinal system torque limiting shafts twisted intra-operatively. The procedure was completed successfully with a 5 min surgical delay. No adverse consequences or medical intervention were reported. This report represents the first torque limiting shafts.

Manufacturer narrative:
The returned device was inspected, and the distal tip was observed to be slightly deformed. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. The observed deformation pattern indicates that the damage occurred during tightening. Upon correspondence with rep, it was communicated that the tip of driver twisted before the torque limiting handle clicked. As the device was manufactured in 2017, it is possible that repeated use of the instrument during its service life weakened the material integrity at the tip, contributing to tip deformation.

Event description:
It was reported that during final tightening, two denali spinal system torque limiting shafts twisted intra-operatively. The procedure was completed successfully with a 5 min surgical delay. No adverse consequences or medical intervention were reported. This report represents the first torque limiting shafts.